Event description:
It was reported that the patient had the ambicor penile prosthesis removed as it would not inflate and the pump stayed flat. A new ambicor penile prosthesis was implanted. No patient complications were reported.